Manufacturer narrative:
(B)(4). Allergan has received the product; however, the analysis has not been completed at this time. Visual examination of the return device determined the access port tubing connector to be a taper ii. Erosion, dysphagia and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."

Event description:
Health professional reported the removal of a lap-band due to alleged "stomach erosion." It is unk how the event was first noted, if any diagnostic tests were conducted and if a new device was implanted. Follow up findings: health professional reported allegedly that the pt presented with "dysphagia and reflux." An esophagogastroduodenoscopy (egd) was conducted that confirmed the band slippage. It was noted that "3/54 of the band was in the stomach." The band was explanted without replacement.